Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(11) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info rec'd. The visual examination and the functional test, it was concluded that the reported "device would not staple" may have been caused by excessive body fluid in the cartridge and nose. The instrument was rec'd with the driver adhered to the track with dried body fluid. The dried fluid was extricated and the device fired the remaining 11 staples well formed. No deformity could be identified during testing. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device would not staple. There was no pt consequence.